Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name. Initial procedure date. Date that prineo was removed. Date that patient was brought back for additional surgery. What medical or surgical intervention was performed? Do you have any pictures? Was there any deficiencies noted with the prineo prior to or during application? Did the entire wound dehisce or was the dehiscence superficial? What is the physicians opinion of the contributing factors to the wound opening? Was there any precipitating stress factor for wound opening ? Location and incision size of product application? Please explain how the skin was closed? Lot number involved. What is the most current patient status? Is the product or representative sample available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender. Patient pre-existing medical conditions.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. The ma possibly removed the topical skin adhesive too early. A dehiscence occurred and the patient was taken back into surgery. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Additional information was requested and the following was obtained: procedure name - unknown. Initial procedure date - unknown. Date that prineo was removed - unknown. Date that patient was brought back for additional surgery - unknown. What medical or surgical intervention was performed? The sales rep has spoken with the pa and they are not willing to provide any additional information. The only additional information provided is that the patient was brought back in for a wash out. No further information is available..